Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version 5.2a. Retainer ring =black. Case type =ngp. Customer returned pump for alleged cosmetic damage located at the belt clip rails on event date (B)(6) 2023. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0869 inches. Unit failed to pass the sleep current measurement due to high currents. Unit was successfully download using thump for history files and trace files. No alarms or alerts noted during testing or on event date in the history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the force sensor. The following were noted during visual inspection: scratched case, overlay scratched, cracked keypad overlay, missing display window cover, pillowing keypad overlay, broken belt clip rails, keypad overlay texture damage. Swapped pcba 2 with test pcba 2and it properly worked. Cosmetic damage is confirmed at the belt clip rails. Unexpected battery power loss is confirmed due to it was isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump was not connect with mobile device. Customer stated that the issue was resolved. No harm was required during medical intervention. The device was returned for analysis.